Event description:
It was reported that the patient had a known colonization of candida aureus. They experienced a fungal emboli of candida albicans. Blood cultures were positive for candida albicans. The patient was treated with vancomycin and erexus. They were in the intensive care unit (ICU) on vasopressors. The patient completed erexus and was started on oral fluconazole indefinitely. They were on intravenous (IV) vancomycin until (B)(6) 2025. There was no driveline infection noted. The left ventricular assist device (lvad) was functioning as expected.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5 medication correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided by the customer. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was treated with vancomycin and eraxis (anidulafungin). The patient completed eraxis and was started on oral fluconazole indefinitely.